Manufacturer narrative:
Concomitant products: d314trg, ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the patient received twenty eight inappropriate shocks due to noise and oversensing on the right ventricular lead. The lead also had a possible fracture. The lead was explanted and replaced. Also, the left ventricular lead placement was bad. That lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.